Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 50 mg/dl. Customer treated their high blood glucose levels via food. Customer¿s blood glucose level was 164 mg/dl at the time of call. Troubleshooting for low blood glucose was performed. Customer advised they miscalculated carbs which led to too much insulin being delivered compared to the food that was eaten. Customer was advised to monitor the insulin pump and contact their healthcare provider. The insulin pump will not be returned for analysis.